Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical rationale: an impella rp flex device was inserted via the right femoral vein in a 70-year-old male patient presenting post-cardiothoracic (CT) surgery, scai shock stage e, with a history of prior coronary artery bypass grafting (CABG), known coronary artery disease (cad), diabetes mellitus (dm), and renal insufficiency. The local abiomed team was contacted regarding the need for right-sided support due to difficulty separating from cardiopulmonary bypass. Initial hemodynamic assessment showed a papi of 0.8¿1.1, consistent with significant right-ventricular dysfunction. The right femoral vein was prepped and dilated, and pulmonary artery access was obtained using the abiomed 0.027" wire and a balloon-tipped pa catheter. The impella rp flex successfully crossed the tricuspid valve into the right ventricle. However, the implanting cardiologist was unable to advance the device into the pulmonary artery despite multiple maneuvers. Additional manual manipulation through the open chest and fluoroscopic guidance were attempted by the cardiothoracic surgeon, but positioning remained unsuccessful. The decision was subsequently made to abort the procedure and remove the device. The reported events include unable to position and medical device removal. The impella rp flex will be conservatively reported for serious injury due to temporary hemodynamic support interruption during device removal; however, the removal was performed with no consequence to the patient, and support was resumed without any known adverse events.

Manufacturer narrative:
Corrected information were provided in d3 and g1. Upon review, it was identified that these were inadvertently omitted from the initial report. Corrected information were provided in d1 and d4. Upon review, the brand name and serial number have been updated. Updated h3 to ¿yes¿ as the device was received and evaluated. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of unable to place or position was not determined since there was insufficient clinical details and with no defect found on return product.